Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the moderately tortuous superficial femoral artery (sfa). The 5.0mmx20mmx135cm fox balloon dilatation catheter (bdc) was soaked and prepped prior to use with no issues/leaks noted. After placement of a non-abbott guide wire, the fox bdc was advanced to the lesion; however, the balloon ruptured during the second inflation at 12 atmospheres (atm). The fox bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The lesion was pre-dilated with another unspecified bdc and a non-abbott stent implant was deployed to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot for balloon rupture. Based on the reviewed information, no product deficiency was identified.